Event description:
Pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. During the hospitalization, the pt was treated with IV antibiotics. The pt stated that there was no pump malfunction and has continued to use the pump with no reported subsequent events.